Event description:
It was reported that the shaft of the pushlock device broke off and remained in the pt after the initial surgery. The customer reports that the surgeon was not aware of the device being broken during the initial surgery. The metal piece inside the pt was noticed by x-ray during a routine check up. The surgeon removed the piece approx 3 months post op. The device was available for eval at the time of the post operative event and therefore, was in the possession of the medical facility at the conclusion of the initial surgery as well. No further pt info is available and no add'l adverse consequences were reported with the pt from this event. This device is used for treatment.

Manufacturer narrative:
Device eval revealed the area of the break indicates the shaft had been severely bent at a 90 degree angle. The condition of the device indicates leverage and/or excessive force was applied to the device during use. Review of the device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The condition of the device would have been evident to the surgeon immediately upon use. The complainant's event was attributed to misuse.